Event description:
It was reported the patient's device had high lead impedance as the device was found to be at eos = no (end of service) and had a dcdc = 7 value. The physician believes the lead failed due to the length of time implanted and stated that x-rays taken of the chest did not reveal any obvious breaks or pin insertion issues. The physician also noted that no trauma, fall, or patient manipulation occurred that could explain the high impedance found. The physician was advised to program the device off. The patient's lead was initially implanted in 2002 and the most recent generator replacement was in 2012. The patient will be scheduled for a full revision; however, no surgical interventions have occurred to date.

Event description:
It was reported the patient underwent full revision surgery, due to high lead impedance a battery depletion, on (B)(6) 2016. After the patient was successfully implanted with a new generator and lead, the vns was checked and the impedance showed 1523 ohms, which is within normal limits, indicating the device was working as intended. The explanted lead and generator were noted to be destroyed after surgery and are not expected to be returned for analysis.